Event description:
It was reported that post dialysis catheter placement procedure through the right internal jugular vein, the device allegedly leaked from the extension legs. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 27cm glidepath d/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fluid leak and the identified material puncture/hole issue as the venous extension leg appeared to have a puncture hole proximal to the y-body was noted to be a triangular split. Upon infusion of the venous lumen, a leak from the triangular split was observed. A definitive root cause for the over pressurization and/or improper device maintenance could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 02/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022). Device pending return.

Event description:
It was reported that during an catheter placement procedure through the right internal jugular vein, the device allegedly leaked from the extension legs. The procedure was completed using another device. There was no reported patient injury.